Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned with helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The helix extension length was measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and had failed to capture. X-ray was performed which confirmed the lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.